Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new patients and orders not crossing to multiple stations. A technical support specialist found that the bd maintenance service was disabled on the station. The tss enabled then started the service and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new patients and orders did not cross to multiple stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.